Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including the device lot code, x-rays, a detailed patient outcome and the return of the reported device has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed.

Event description:
A unity pin broke in the patient's femur. The surgeon decided to leave the broken part of the pin in the patient.

Manufacturer narrative:
Per - (B)(4) final report; additional information, including device lot code and post-operative x-rays were requested in order to progress with the investigation of this event, however, they could not be provided and thus there was only limited information available for the investigation. As the device lot code could not be obtained, the device manufacturing records could not be identified or reviewed. Based on the information provided, no further investigation can be conducted and the root cause cannot be identified. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be re-opened for further investigation.

Event description:
A unity pin broke in the patient's femur during surgery. The surgeon left the pin in the bone.